Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a broken device and had a foreign wire loaded. The catheter was detached, the separation was observed between the sheath and the hub. The hub assembly was not returned. A damage was observed on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. An opticross¿ imaging catheter was selected for use. Following laser treatment in the calcified lesion, the physician inserted the opticross¿ imaging catheter to perform intravascular ultrasound for confirmation, however it was noticed that the guidewire exit port of the opticross¿ imaging catheter was caught by the calcification and was stuck. The physician cut the opticross¿ imaging catheter off, passed through a guidewire and then removed the opticross¿ imaging catheter without any issues. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.